Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by severe abdominal pain and cloudy effluent. The cause of the peritonitis event was reported to be due to a pinhole in the patient line which caused a leak. The patient was not hospitalized for the event. On the same day, the patient was treated with vancomycin (1 gram, one dose, intraperitoneally (ip)), tobramycin (142mg loading dose followed by 99.6mg per day for four days, ip), heparin (ip, dosage unknown) for peritonitis. Three days later, the vancomycin, tobramycin and heparin therapies were stopped. The next day, the patient began treatment with cefazolin (2.075g per day for 14 days, ip) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The patient was re-trained on proper aseptic technique. Pd therapy was ongoing. Additional information was not available.